Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the utis were related to the patient¿s underlying urinary dysfunction. They were present prior to implant and unrelated to implant, device or therapy. It was noted that ¿cysts, CT scan, antibiotics¿ were performed for the utis. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient's husband reported they had multiple uti's following getting the device. Patient was getting further testing to see the cause of the uti's with a CT scan of the bladder being planned. No further complications were reported or anticipated.